Event description:
It was reported that a (B)(6) female pt was being treated on the clinac 2100 cd and the therapist was rotating the gantry remotely from outside of the treatment room when the pt was struck in the abdomen by the gantry. The therapist was using the manual selection from the dedicated keyboard. When the therapist realized that the pt was struck, the therapist entered the treatment room, checked on the pt, and verbally confirmed that the pt was not injured. The remaining treatment fields were delivered and the session was completed. The pt was later seen at the emergency room at another hospital but declined to be seen by a physician. The treating physician did not feel that the pt was seriously injured and the customer has declined to provide any further information. No report of serious injury has been received.

Manufacturer narrative:
Varian investigation was conducted by analysis of the information obtained from the site by the local varian field service engineer. This event is considered to be user error by the site therapist. No malfunction of the varian clinac occurred. Varian has determined that an MDR is appropriate, as this situation, should it recur, could potentially result in serious injury. No additional follow-up to this MDR is expected. (B)(4).